Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella for mechanical circulatory support. During support, the patient experienced a large left hemothorax and was bleeding, heparin was removed from the purge and was administered 7 units of packed red blood cells. It was reported that the patient survived normal explant and the procedure.